Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report that his monitor would not respond when accessing the response buttons. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) is currently underway. The reported problem (will not respond) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt was provided with a replacement monitor.